Manufacturer narrative:
Natus manufacturing ltd did not receive the product back for examination or the lot number of the defect part so a further investigation into the defective part was not possible.

Manufacturer narrative:
Justification for not providing below information and applicable sections: part a: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests/laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Model #, catalog #, lot#, expiration date, unique identifier - defect part number and lot number requested from the customer but information not yet provided serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. Device manufacture date - awaiting device lot number to determine manufacture date. If remedial action initiated, check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Defective needles - hub to colour cover separation. The customer noted: "we have had 3 needles come detached from the plastic hub. While trying to take the needle off the cable holder, the plastic part comes away leaving the needle stuck in the cable holder with no cover. We had to use pliers to remove the needle from the hub. The needles used were teca concentric needles of varied sizes."

Manufacturer narrative:
Questionaire has been sent to the customer twice in order to recieve more information on the lots and the affected part numbers, however, we have yet to recieve any information back from the customer replacement needle holder has been sent to the customer. The risk of this complaint was reviewed under (B)(4) risk management report for teca disposable needle and value line dcn and the risk rating found is low 3a. Capa004168 has been opened to investigate this issue further. Root cause investigation summary: cambion hub barb diameter under size. Parts returned to vendor as part of (B)(4), 100% barb inspection introduced in process at vendor. Same issue with the hubs as identified as part of capa003896. Supplier no.1: dantec colour cover (cavity 3) internal diameter 4.38 mm +/-0.05 found to be above specification and internal diameter 4.48 +/- 0.07 found to be below specification. Also an issue with suppliers cable connector noted, supplier corrective action request (scar) sent to supplier no.2. Capa003896 root cause investigation summary: from the root cause investigation completed, issues have been identified with: supplier no. 1 : dantec colour cover (cavity 3) internal diameter 4.38 mm +/-0.05 found to be above specification and internal diameter 4.48 +/- 0.07 found to be below specification. The remedial / corrective actions applied are as follows: supplier no. 1: 1. All affected dantec colour covers in house at gort are to be dispositioned as "use as is" ((B)(4)). The following actions (2,3,4 & 5) will be carried out on the affected colour covers from action 1 above. 2. Increased inspection post sortimat/komax 4 assembly for hub to colour cover retention test under (B)(4). 3. Tightened alert limits to be implemented for all results under (B)(4). 4. Scrap affected bags of colour covers with known hub retention results outside the newly established alert limits - (B)(4). 5. Hub retention results to be documented under (B)(4) dantec dcn needle in-process inspection for hub to colour cover retention. 6. Review of teca concentric and monopolar tooling at supplier no. 1 for potential, similar issues. 7. Gort revalidation assessment. 8. Inactivate (B)(4) dantec dcn needle in-process inspection for hub to colour cover retention and update relevant procedures. 9. All parts received from supplier no. 1 to be routed for incoming inspection. 10. Procedure to be created for incoming inspection of dantec colour covers. Identified actions of capa003896 have been implemented since the 01st of march 2019. Corrections of supplier no.2 will be documented under capa004152 (scar). Corrections: 1. 065y001 black insulator reworked by machining part to remove ovality to restore 3.48/3.46mm diameter. 2. Rework process developed at supplier no. 2 r to give a separation force of 400-800grms 3. Introduced the use of the mecmesin mfg 500 force gauge with m1000e motorisied stand and to complete 100% separation testing using overmoulded hubs in order to replicate the validated test method at natus. The scar is capa004152 at CAPA plan stage, more corrections will be completed.

Event description:
Further information received from the customer on relation to the incident: the needles used are the teca concentric red or blue needles. It has happened with both sizes of needles. I do not have specific part numbers, the packaging was discarded at the time of testing. We have 3 separate machines and are not sure if it is isolated to one cable holder as they sometimes get interchanged between the rooms.